Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the device button on a 7f exoseal vascular closure device (vcd) would not depress. The product was unable to be deployed in the patient, so manual compression was held instead for hemostasis. No adverse patient events occurred. This physician has been using exoseal for years and the sales representative states it was not user error as they could visibly see that the device would not deploy. The patient was undergoing a left lower extremity angiogram with anthrectomy and percutaneous transluminal angioplasty intervention. The procedure used a retrograde approach. The physician had achieved certification on the use of the exoseal vcd and had been using it for years. There were no visible signs of device or package damage prior to use. A cordis 7f sheath was used during the procedure. The device was stored and prepped according to the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm, and the puncture site showed no visible calcium or plaque, no access vessel tortuosity, no nearby stent, no vessel stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The target femoral site had not been previously closed with any closure device or manual compression within 30 days of the procedure. During the procedure, the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to a solid black color. When depression of the button was attempted, it would not depress at all and was completely locked out, despite the proper technique. At this time, the indicator window was showing solid black, and no red color was observed during retraction. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the device button on a 7f exoseal vascular closure device (vcd) would not depress. The product was unable to be deployed in the patient, so manual compression was held instead for hemostasis. No adverse patient events occurred. This physician has been using exoseal for years and the sales representative states it was not user error as they could visibly see that the device would not deploy. The patient was undergoing a left lower extremity angiogram with atherectomy and percutaneous transluminal angioplasty intervention. The procedure used a retrograde approach. The physician had achieved certification on the use of the exoseal vcd and had been using it for years. There were no visible signs of device or package damage prior to use. A cordis 7f sheath was used during the procedure. The device was stored and prepped according to the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm, and the puncture site showed no visible calcium or plaque, no access vessel tortuosity, no nearby stent, no vessel stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The target femoral site had not been previously closed with any closure device or manual compression within 30 days of the procedure. During the procedure, the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to a solid black color. When depression of the button was attempted, it would not depress at all and was completely locked out, despite the proper technique. At this time, the indicator window was showing solid black, and no red color was observed during retraction. One non-sterile vascular closure device 7f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the device was already inserted into a cordis csi (catheter sheath introducer), the button/deployment lever on the device was not pressed and the plug was present on the delivery shaft, which was found with dry blood residues, with the indicator wire deployed and the loop in good conditions. The indicator window was received on white/black position and the cowling guard was found locked. No anomalies were observed during the analysis. Functional test could not be successfully performed since the device was clogged with dried blood. Attempts to clean the device using hydrogen peroxide and an ultrasonic bath were performed, unsuccessfully. The device was opened to observe the internal components, no anomalies were noted on the indicator window nor the deployment lever mechanism. The reported event by the customer as ¿deployment lever (button) ¿ frozen/locked¿ was not confirmed since functional test could not be performed due to the clogged device; however, the internal mechanism of the lever was found with no anomalies. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Procedural, anatomical, and/or handling factors may have contributed to the reported event. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. The device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken at this time.